Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Common device name: (B)(4). Concomitant medical products: 113633 comp primary stem 13mm mini 338410, xl-115365 arcom xl 44-36 rtnv+3 hmrl brg bearing 896340. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty. Subsequently revised due to implant fracture approximately seven (7) years, six (6) months post primary implantation. The tray, liner and stem were replaced. No additional information is available at this time.